Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis reported as peritoneal inflammation. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified drugs (dose, frequency, duration and route of administration not reported) for the event. Pd therapy was withdrawn during treatment. At the time of this report, the patient was recovered from the event. No additional information is available.